Event description:
It was reported that there was a problem with the pressure when the pt was in bed or standing up and there seems to be no siphoning control. The customer believes that the delta chamber was the problem.

Manufacturer narrative:
The valve was patent. The valve did not pass leak testing due to a huge tear in the reservoir. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. The valve failed siphon and reflux testing due to copious amounts of red proteinaceous debris within the delta chamber. Debris within the valve may interfere with the delta chamber and occluder resulting in siphoning and reflux, respectively. Measurement of the pressure flow characteristics and preimplantation testing was omitted due to failure of the valve. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.